Manufacturer narrative:
(B)(4). The customer reported the device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: suture tore. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during completing the procedure, the suture tore. Manual compression was applied to achieve hemostasis. There were no patient adverse effects. No additional information was provided.